Manufacturer narrative:
On 10/21/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 11/03/2016, software analysis was unable to determine probable cause with the information provided, however, find user error is suspected. A medtronic representative, following-up at the site, reported the malpositioned screws were placed approximately 1/2 centimeter inaccurately. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a spine procedure, 3 screws were required to be revised after a confirmation imaging system spin showed they were not placed correctly. No specific measurement, or direction, of the inaccurately placed screws was provided. The surgeon did not allege inaccuracy of the navigation system, but rather stated the issue was due to getting used to the new technology. Delay in therapy was approximately 30 minutes to reposition the 3 screws. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.